Manufacturer narrative:
Date rec¿d by MFR. Date of report. A touchscreen was returned for failure analysis. Investigation was unable to calibrate touchscreen. Resistances were out of tolerance and the touch screen was out of specification. The root cause failure was determined to be resistance drift of screen out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. The field service engineer (fse) confirmed the reported issue. The fse replaced the touch glass and retested. After the touch glass was replaced, the unit performed correctly. The device was not being used for treatment at the time the reported issue was discovered. The relationship of the device to the reported issue cannot be determined at this time. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported touchscreen failure. The field service engineer (fse) confirmed the reported issue.